Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had passed away at home. The medical examiner stated that the cause of death was unk at the time, but that the last blood glucose level recorded by the insulin pump was 565 mg/dl. Prior to the event, the customer's husband had found customer napping with high blood glucose of 565 mg/dl and provided the customer with a bolus of 15.7 units. Nothing further was reported.